Event description:
The pt presented to the hospital and was found to have severe mitral regurgitation. On echo, two cusps of the bioprosthesis appeared to be normal, but the third cusp was not visible. There were no signs of infection, vegetations, or endocarditis. The pt was referred to another hospital and the valve was explanted. From the preoperative tte, intraoperative tee, and direct inspection, it was clear one of the cusps was flail and degenerated. The pt was reported to be doing well postoperatively.